Event description:
It was reported that during a da vinci-assisted surgical procedure, customer and clinical sales representative (csr) contacted tech support stating the system faulted. The system had no connection issues like the hub connected to the wrong input. The customer performed several hard power cycles and the issue persisted. Technical support engineer (tse) reviewed the logs which showed 311 error pointing between the common computer controller (ccc) and machine learning (mlx) board. The procedure was converted to another system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common computer controller (ccc) board on the vision cart to resolve the issue. The system was tested and verified as ready for use. Isi did receive the ccc board involved with this complaint to perform failure analysis. The board was installed on an in-house eft system, programmed to software (wj79), and powered on normally with no error codes present.